Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The last calibration was performed on (B)(6) 2021. No alarms were noted. Qc data and the alarm trace were requested, but not provided. The field service representative found a fluidics issues. He stated that the detergent two (2) had not being used and there was weak vacuum during cuvette cleaning. He flushed and checked valves and the rinse unit, and replaced the vacuum bottle, replaced the detergent mixer, and valves. Calibration, qc, and a precision check were all within specification. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect k+ for gen.2 and ise indirect ci for gen.2 results for one (1) patient sample on a cobas 6000 c501 module. Chloride results: the initial result was 139.2 mmol/l and the repeated result was 104 mmol/l. The initial result was reported outside of the laboratory. Potassium results: the initial result was 1.57 mmol/l and the repeated result was 4.7 mmol/l. The electrode lot numbers and expiration dates were requested but not provided. The repeated results were performed on a different analyzer and were believed to be correct.

Manufacturer narrative:
The alarm trace showed an abnormal probe sucking alarm and sample short alarms near the time of the event. The qc ranges were not provided, but the customer states qc was in range.